Manufacturer narrative:
Other relevant device(s) are: etcf2828c49ej, (B)(4); etcf2828c49ej, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47.5 x 42.5 abdominal aortic aneurysm. The patient has an angulated and short aortic neck just below the renal artery. It was reported that the after implantation of the endurant ii stent graft system the angiography was performed to check the overall condition. There was a proximal type ia endoleak identified. The physician modelled the proximal type I endoleak with a balloon and implanted two endurant aortic cuffs. However, the proximal type I endoleak was not reduced but was not resolved. Although there is still a minor proximal type I endoleak remaining, the physician judged that the treatment necessary for aaa (abdominal aortic aneurysm) was accomplished considering the patient¿s advanced age, and completed the procedure. 6 days post index, the postoperative follow-up CT showed aortic dissection, which was not observed previously, in the area from the abdominal aorta (near the level of the renal artery) extending proximally into the descending thoracic aorta. The patient will not be treated for the dissection at this time. Per the physician, the cause of the proximal type I endoleak was related to the patient¿s anatomy of angulated and short aortic neck. The cause of the dissection was also related to the patient¿s anatomy, previous history of aortic dissection. The physician suspects that it contributed to the development of the aortic dissection this time. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
A 24 off label use (severely angulated neck). Evaluation summary: the exact cause of the reported events could not be determined from the limited films provided. CT¿s prior to implant were not returned; therefore a more complete anatomical assessment could not be performed. Films during implant and post-implant were not available and the in-vivo configuration of the stent graft also could not be assessed. Review of a pre-implant planning drawing confirmed that the patient had a severely angulated proximal neck which measured ~90deg; rt-lt. The amount of a-p angulation could not be determined. The proximal neck diameter ranged from 22.5mm - 20.6mm along the 16mm length neck. Review of a single post-implant 3d-CT reconstruction image from 6 days post-implant only showed the thoracic aorta; from the aortic root to near the level of the celiac artery. Beginning near the most distal extent of the image (near the origin of the celiac), an additional flow lumen was seen extending retrograde ~10cm¿s from a likely type b dissection. The implanted endurant stent graft could be assessed since the images of the abdominal aorta and stent graft were seen in the film. It appears likely that implanting within the severely angulated neck (o ff label) contributed to the proximal type I endoleak. It is also possible that stent graft oversizing (28mm bifurcate within a 22mm neck) may have also contributed. The cause of the dissection could not be determined. This was possibly anatomy related, since it was reported that the patient had a previous history of aortic dissection. If information is provided in the future, a supplemental report will be issued.